Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to section h6. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event as the following possible causes: 1.) Anti-fog agent adhered to the cover and was damaged by the anti-fog agent chemicals, making it easy for the cover to come off the scope. 2.) The cover was easily removed from the scope due to insufficient attachment to the scope. 3.) When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As stated in the instructions for use, as a preventive measure: "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation."

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 component and medical device problem code. Reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using a maj-2315, the cap broke fell off the scope and into the patient. The case was performed in the operating room (or), via robotic/ laparoscopic approach by surgeon who placed a trocar catheter so the gastrointestinal (gi) physician could gain access to the ampulla. The cap was retrieved. A second cap was placed on the scope, and it fell off into the patient's stomach. The second cap was not retrieved, it was expected that the patient will expel the cap. It is reported there was no injury to the patient related to this occurrence. Both caps were/will be discarded and are not available for evaluation. The packages for both caps were discarded, no lot numbers could be provided. The patient was critically ill and the case was complex. The procedure was unsuccessful. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided. This case reports the first cap that fell off and was retrieved. Case with patient identifier (B)(6) reports the second cap that fell off into the patient and remained inside the patient.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Event description:
Update: additional information provided by the customer: the procedure being performed was a percutaneously assisted endoscopic retrograde cholangiopancreatography (ercp). A general surgeon placed a percutaneous trocar into the stomach during the procedure to allow for passage of the ercp scope as previous attempts to pass the scope orally were not successful. At the end of the procedure, the gastrointestinal (gi) physician was removing the ercp scope from the stomach trocar when the soft tip cover of the scope fell off into the patient's stomach. It was decided to allow the tip cover to pass naturally through the gi system than to subject the patient to further anesthesia time in attempting to remove it. It is unknown if the patient has expelled the second cap. The customer could not provide the patient's current condition, he is no longer in their facility.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.